Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited endocarditis with vegetation on the tricuspid valve. A revision was performed, and the explanted pacemaker was reused and connected to a new rv lead that was placed in the right internal jugular (ij) vein for a temporary pacing. The right atrial (ra) lead was explanted. An emergent cardiac surgery was reportedly performed to repair the right atrium because the right atrial appendage (raa) tore during the extraction of the right atrial (ra) lead due to cardiac tamponade, secondary to a lead perforation. No additional adverse patient effects were reported. There was no indication that the ra lead will be returned.